Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025 in which one lead was replaced due to fracture and the other lead was replaced due to migrated which caused ineffective stimulation. The ipg was also replaced due to reaching end of life.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.